Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a calcified vessel. A 3.00 x 12mm synergy ii drug-eluting stent (des) was advanced for treatment; however, the stent came off and went distal into the vessel. A guide wire was used and a non-bsc balloon catheter was advanced to expand the lost stent in the distal part of the vessel. Subsequently, a new synergy des was implanted and completed the procedure. No patient complications were reported and the patient status was fine. Device evaluated by MFR: synergy ous mr 3.00 x 12mm stent delivery system was returned for analysis without a stent. No stent returned. The balloon was reviewed. There was no stent on the balloon. The balloon wings appeared slightly relaxed from their original folded position. Crimp markings were evident on the balloon wall indicating correct crimping and positioning of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Date of event: unknown. Used the first date of the month of the aware date. Device is a combination product.

Manufacturer narrative:
Date of event: unknown.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a calcified vessel. A 3.00 x 12mm synergy ii drug-eluting stent (des) was advanced for treatment; however, the stent came off and went distal into the vessel. A guide wire was used and a non-bsc balloon catheter was advanced to expand the lost stent in the distal part of the vessel. Subsequently, a new synergy des was implanted and completed the procedure. No patient complications were reported and the patient status was fine.